Event description:
It was reported that the burr became stuck in the lesion and separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.75mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the device became stuck in the lesion after ablations at 180,000 rpm for 15 seconds each. Due to excessive pressure, the burr separated. The wire remained, so removal was performed as is. The procedure was completed without replacing the device. There were no patient complications.

Event description:
It was reported that the burr became stuck in the lesion and separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.75mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the device became stuck in the lesion after ablations at 180,000 rpm for 15 seconds each. Due to excessive pressure, the burr separated. The wire remained, so removal was performed as is. The procedure was completed without replacing the device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. A visual inspection of the device found that the burr was detached and returned on the returned rotawire. The burr was able to be removed from the wire with no resistance or issue. The coil was found to be detached at the distal end and stretched for a length of 2.6cm proximal to the detachment. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. It was considered likely that the reported events and the condition of the returned device occurred due to factors encountered during the procedure as the reported events indicate that the issue occurred during procedural use.